Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "facial paralysis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: facial paralysis (other-medical). Information contained in this report was previously submitted through asr / psr on 19-oct-2015.

Event description:
Patient reported being diagnosed with a neurological disease specified as "bell's palsy", confirmed by healthcare professional. This record is for the right side. The device was explanted and replaced.